Event description:
It was reported that the right ventricular lead dislodged and failed to capture. The patient experienced chest discomfort at the time of the loss of capture. The lead was removed and a temporary pacer wire was inserted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the steroid ring was found to be damaged. It was not possible to determine when the damage to the steroid ring occurred.